Event description:
Hospital personnel were attending to a patient, condition unknown. During an attempt at delivering defibrillation therapy it was reported that the device would not charge. A back-up device was obtained and used to continue treatment to the patient. There were no adverse effects to the patient reported as a result of the alleged malfunction.